Event description:
The account alleged that the hi/low will continue to lower down after he releases the button.

Manufacturer narrative:
The account cleaned and lubricated the hi/low drive assembly to repair the bed.